Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs the grips could not clamp.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clamping. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.